Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional of a clinical study for epilepsy reported via a manufacturer representative that there were high impedance measurements on (B)(6) 2015. Impedance measurements on the left side had revealed 32,000-40,000 values on electrode pairs 1/c, 2/c, 0/2, 1/2, 1/3, and 2/3. Electrodes 1 and 2 activated on left and all contact pairs with 1 and 2 had high impedance. A device interrogation was done. No diagnostics were done and no actions were taken. No hospitalizations were required as a result of the event. There were no patient symptoms. The outcome was ongoing.

Manufacturer narrative:
Analysis of the adapter found the adapter body conductor broken within 10 cm of connector area; #0,1,2,6, and 7 conductors broken 2.9 cm from the proximal end. Analysis of the extensions found extension body cut through, product segmented.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3550-29, product type: accessory. Product ID: 64002, product type: adapter. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported high impedance related to right extension, high impedance-extension. Both extension wires were replaced. The surgeon had removed both extensions and adaptor. There was no patient death or patient injury. The outcome was resolved without sequelae. The cause was not determined.

Event description:
Additional information received further clarified that replacement of the extension for the anterior and posterior lead on the right side was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.